Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) with extended charge times of 26.6 seconds and a monitoring voltage of 2.57. A device replacement was discussed for a later date. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. Should additional information become available, this report will be updated.

Event description:
--

Manufacturer narrative:
Three months later the device was explanted and replaced. Should this device get returned, it will be thoroughly analyzed.